Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, no additional dressing used. Dressing not adhering when wet, and infused set dislodges.